Manufacturer narrative:
Dexcom performed an investigation of the transmitter data. Data investigation shows the continuous glucose monitor read 58 mg/dl (3.2 mmol/l) at 12:32 am on (B)(6) 2022 and finger stick read 89 mg/dl (4.9 mmol/l) at 12:34 am on (B)(6) 2022. Inaccuracy is 34.83% with a point difference of 31 (1.72). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. The customer alleged that the control-iq algorithm delivered an auto-bolus in response to an inaccurate continuous glucose monitor (cgm) sensor reading. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was 94 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. Bg was addressed via consumption of glucose tablets and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.